Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name and date of the initial procedure? What tissue layer was the 5-0 monocryl (y433)suture used on? What tissue layer was the 3-0 vicryl (j104) suture used on? What tissue layer was the pds (z493) suture used on? What was the condition of each tissue layer (weak, healthy, diseased)? How was each suture type placed (continuous or interrupted)? Which suture are you alleging stitch abscess (monocryl, vicryl or pds)? What was the indication for patient to be examined by dermatologist? Do you have any photos of the stitch abscess? Can you explain ¿healing and recurrence have repeated¿? What date did the ¿recurrence¿ repeat and were any cultures taken of the stitch abscess and the result? What medical intervention was performed for the stitch abscess? What is the surgeon opinion as to the contributing factors to the event? Can you identify the lot numbers of the suture used? What is the current condition of the child?

Event description:
It was reported that a (B)(6) year old female patient underwent an unknown procedure on an unknown date and suture was used on the umbilical region. Approximately two weeks post operatively, the patient developed a stitch abscess. Healing and recurrence have been repeated. Five months after the operation, exudate was still observed. The patient has been sent by a dermatologist and an ointment has been prescribed. The patient is currently under treatment and will be monitored. The patient¿s daily life is not hindered by the symptom. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: what was the name and date of the initial procedure? ¿no information. What tissue layer was the 5-0 monocryl (y433)suture used on? ¿no information. What tissue layer was the 3-0 vicryl (j104) suture used on? ¿no information. What tissue layer was the pds (z493) suture used on? ¿no information. What was the condition of each tissue layer (weak, healthy, diseased)? ¿no information. How was each suture type placed (continuous or interrupted)? ¿no information. Which suture are you alleging stitch abscess (monocryl, vicryl or pds)? ¿no information. What was the indication for patient to be examined by dermatologist? ¿the patient saw the dermatologist due to stitch abscess. Do you have any photos of the stitch abscess? ¿no, we don¿t. Can you explain ¿healing and recurrence have repeated¿? ¿the symptom was once cured but it reoccurred. Then, it was cured but it reoccurred again. This situation repeated some times. What date did the ¿recurrence¿ repeat and ¿no information. Were any cultures taken of the stitch abscess and the result? ¿no cultures were taken. What medical intervention was performed for the stitch abscess? ¿an ointment was applied. What is the surgeon opinion as to the contributing factors to the event? ¿no information. Can you identify the lot numbers of the suture used? ¿no, we cannot. What is the current condition of the child? ¿exudate is still observed. The patient is under treatment. Her daily life is not hindered by the symptom.